Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited a telemetry radiofrequency anomaly. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.